Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had triggered a lead safety switch for out of range low pacing impedance less than 200 ohms. It was also noted that the patient had not been seen for over 4 years, and patient was managed by physician that had an account with another manufacturer. Device remains in-service. No adverse patient effects were reported.